Manufacturer narrative:
Concomitant medical products: product ID 8780 serial# (B)(4) implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 25-jun-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving prialt 2mcg/ml at 0.0 962cmg/day via an implantable pump. The indication for use was chronic low back pain and non-malignant pain. The healthcare provider reported they were going to remove the pump on monday because the patient has had meningitis 3 times and she has pseudomonas in her csf (cerebral spinal fluid). Per the healthcare provider the patient is very sick and has been in the hospital since december. The healthcare provider requested and was provided pump off passcode.